Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm during patient use on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following high peak inspiratory- pressure fault alarm upon start-up. Unit was powered in service mode; the event log shows transducer fault occurred. Performed xdcr calibration as described in the vela ventilator systems service manual. The reported complaint was confirmed. This is isolate to faulty sensor, diff pres, miniture, 2.5 psi part number: 68354. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.